Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant check. Device interrogation revealed that the right ventricular lead had high capture thresholds. The lead was repositioned the next day. The patient was stable post procedure.